Event description:
It was reported to (B)(6) that the on (B)(6) 2022 that the device could not be turned on, the (B)(6) report number is (B)(4). There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.